Event description:
It was reported that the device illuminated the service indication and logged event codes in the memory. Physio-control evaluated the device and found that it was unable to power on intermittently. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control initially re-seated the battery connector to the main pcb assembly. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.